Manufacturer narrative:
Investigation was limited to DHR and 3shape, no product returned. The DHR and 3shape show that the design was within specification. Based on the investigation results, and the information provided by the customer, no specific root cause can be determined. When a fractured zirconia is observed above the seating surface of the abutment, the root cause of the fracture may be related to the design of the screw access hole. If a zirconia fracture is observed at or adjacent to the mating hex or boss, the root cause of the fracture may be related to the design of the hex and boss connection features, and the screw access hole.

Event description:
Fractured zirconia abutment. Abutment originally placed on (B)(6) 2011.